Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: 0289254. Medical device expiration date: 2021-07-31. Device manufacture date 2020-10-15. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfilling in both lots # 0289254, and 0289252. One event noted in both lots provided. The following information was provided by the initial reporter. The customer stated: "the following bd sodium citrate vacutainer tube is over filling all the way to the cap."

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfilling in both lots # 0289254, and 0289252. One event noted in both lots provided. The following information was provided by the initial reporter. The customer stated: "the following bd sodium citrate vacutainer tube is over filling all the way to the cap.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from each lot of the bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.